Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for six (6) colony forming units (cfus) of enterobacter cloacae on the air/water channel and one (1) cfus of enterobacter cloacae on the biopsy channel. The issue was found during a routine culture of the scope. The sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The device has been received at olympus and the evaluation is currently in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated and the following defects were found: elevator connector unit mouthpiece pin detached. Light guide rod lens cracked. Charged couple device cover lens scratched. Bending section adhesive glue separated. Universal cord buckles. Angulations out of specification. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.